Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference (EMI) noise that was oversensed during a surgical procedure, resulting in stored Signal Artifact Monitor (SAM) and non-sustained ventricular tachycardia (NSVT) episodes. Technical Services (TS) reviewed the stored data, determined that the noise was present across all sensing channels, was consistent with electrocautery related EMI during surgery and no therapy was delivered. The minute ventilation (MV) sensor had been automatically disabled during the procedure and was re-enabled afterward. Pacing inhibition greater than two seconds was observed. No adverse patient effects were reported. This ICD remains in service.